Event description:
During an unrelated procedure, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Fluoroscopy was performed and revealed ra lead insulation damage. Provocative testing was performed and reproduced the noise. The event was resolved by capping and replacing the ra lead during the unrelated procedure. The patient was in stable condition.